Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was programmed to MRI protection mode at asynchronous doo 60. The device was taken out of MRI protection mode after the scan and it was noted the patient was in an atrial arrhythmia. It was considered that the doo pacing had induced the patient's atrial arrhythmia. Technical services recommended following up with cardiology. No adverse patient effects were reported. The device remains implanted and in service.